Event description:
Received information that pump has stopped all insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.